Event description:
The patient reported that they may have developed allergy to metals in heart devices as their device had  protruded out and that they are experiencing pain below their right shoulder, near their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.